Manufacturer narrative:
Monitor sn (B)(4) and electrode belt (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture dates: monitor: 1/9/2013. Electrode belt: 4/15/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. Circumstances surrounding the patient's passing are not known at this time. Review of the patient's download data revealed that prior to passing, the patient received a treatment from the lifevest. At 5:04:21, the patient received the treatment. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity, and the post-shock rhythm was also asystole with intermittent cardiac activity. CPR artifact and amplitude oversensing contributed to the false detection. The response buttons were not pressed during the event. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was in a non-treatable non-life-sustaining rhythm prior to the treatments.